Event description:
The reporter stated the device display is missing segments in the hundredths place. The code should be 380 and is displayed as 780. He also stated the device then reads in the 700's mg/dl, such as 753, 731 and 756. The device was replaced and requested to be returned for evaluation.